Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17673399) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the smart self-expanding stent (120 150, sfa - 6x150mm) ses was inserted there was resistance felt and could not deploy the stent. It was confirmed that the stent was slightly and prematurely deployed. Therefore, it was removed from the patient and a new non-cordis guiding sheath was inserted. The vessel was checked and there was no injury nor perforation by angiography. Then, three new non-cordis stents were deployed in the target lesion. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was 100 % (cto). The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. The device was prepped following the instructions for use (IFU). There were no anomalies noted during or after the device was prepped. There were no kinks or other damages noted prior to inserting the product into the patient. Initially, a cross over approach was made with a non-cordis guiding sheath. Then, a non-cordis guidewire crossed the lesion, and a saber pta balloon catheter was inflated as a pre dilatation. A saber pta balloon catheter was inflated as a post dilatation and the procedure was completed. Hemostasis was achieved by manual pressure for approximately 40 minutes. The device was easily removed from the patient intact (in one piece). The procedure was completed successfully. The product will not be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, when a smart self-expanding stent (120 150, sfa - 6x150mm) was inserted, resistance was felt and the stent could not be deployed. It was confirmed that the stent was slightly and prematurely deployed. Therefore, it was removed from the patient and a new non-cordis guiding sheath was inserted. The vessel was checked by angiography and there was no injury or perforation noted. Three non-cordis stents were then deployed in the target lesion. There was no reported patient injury. The product will not be returned for analysis. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was 100 % (cto). The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. The device was prepped following the instructions for use (IFU). There were no anomalies noted during or after the device was prepped. There were no kinks or other damages noted prior to inserting the product into the patient. Initially, a cross over approach was made with a non-cordis guiding sheath. Then, a non-cordis guidewire crossed the lesion, and a saber pta balloon catheter was inflated as a pre-dilatation. There was no unusual force used at any time during the procedure. There was no excessive torque used during advancement or delivery of the device. There was difficulty advancing the device through the vessel. A saber pta balloon catheter was inflated as a post dilatation and the procedure was completed. Hemostasis was achieved by manual pressure for approximately 40 (forty) minutes. The device was easily removed from the patient intact (in one piece). The procedure was completed successfully. One non-sterile smart 120 150, sfa - 6x150mm was received coiled inside a plastic bag. The unit was received with an unknown guidewire and unknown sheath. The stent was received partially deployed (3cm). Hemostasis valve was received closed. The hypo tube was received kinked at 11cm from hub. No other discrepancies were found. Functional test (deployment process) was performed according to procedure 12189826 rev. 2 and no anomalies were found. A device history record (DHR) review of lot 17673399 revealed 13 (thirteen) defective units were rejected during the final assembly of this lot. The defects were reviewed and it was found that one unit rejected due to outer member damaged could be related to the complaint, however, the phr review confirmed that the rejected units were properly segregated and discarded, the controls are placed to detect such defective units, no non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The failure "resistance/friction-outer sheath - in patient" reported by the customer was not confirmed since outer diameter was found within specification. The exact cause of the reported failure condition could not be conclusively determined. The failure ¿stent delivery system (sds)-ses - deployment difficulty - premature/in patient - during advancement¿ reported by the customer was confirmed since the stent was received partially deployed (3cm). The exact cause could not be determined. Vessel characteristics of 100% chronic total lesion may have contributed to the reported event. It is possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the IFU were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information received indicates that there was no unusual force used at any time during the procedure. There was no excessive torque used during advancement or delivery of the device. There was difficulty advancing the device through the vessel. Additional information is pending and will be submitted within 30 days upon receipt.